Event description:
It was reported the pt underwent an anterior lumbar interbody fusion (alif) surgery on (B)(6) 2013 with a zuma implant and four screws. (One 25 mm (#55-5525) and the three 30mm (56-5530). The pt reportedly "did well initially", and was discharged from the hospital the next day. According to the surgeon and his pa-c, the pt immediately resumed heavy smoking and had been stumbling or falling several times before he fell off the toilet and fractured his sacral bone. No neurological harm to the pt was reported as a result of the fall. The pedicle screws and zuma implant remained intact; there was no breakage of any part of the devices used in the initial surgery. There was no malfunction of the devices reported. The devices used in the initial surgery were left 'in-situ' at the time a posterior lumbar interbody fusion (plif) which was performed on (B)(6) 2013 to provide reinforcement to the existing fixation. The pt was discharged to a rehabilitation facility following the second surgery.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.